Manufacturer narrative:
No device serial number provided. Attempts made to obtain the serial number have yielded no information.

Event description:
The customer reported a restart resulting in a vent inop condition; post timer/24v failure. No patient involvement.